Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. The force bipolar instrument was analyzed and had no physical damage. The instrument passed the electrical continuity, recognition and engagement tests. The instrument moved intuitively in all directions and the grips opened and closed properly. The instrument delivered energy on 3 out of 3 attempts. No arching was observed. The instrument was fully functional.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy, the surgeon was concerned that the force bipolar instrument can arc when it's not plugged in and believed the arcing could cause coagulation. The "arms" were not plugged in for use. The technical support engineer (tse) spoke with customer regarding the instruments arcing that was noticed during yesterday's procedure. The customer informed the issue was isolated to a single instrument. Other instruments were pulled of the same lot number and would be returning. The logs were reviewed, and no issues were found. The customer advised there have been no further issues after replacing the instrument and resuming use. The surgeon wanted intuitive surgical inc. (Isi) to verify the force bipolar instrument was not defective. The procedure was completed with no patient harm. Isi followed up with the clinical sales representative (csr) and confirmed the issue occurred on (B)(6) 2023.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.